Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-dec-2019. The most recent information was received on 20-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("very painful periods"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced vitamin b12 deficiency ("vitamin b12 deficiency"), fatigue ("bearing fatigue") and anaemia ("anaemia"). At the time of the report, the genital haemorrhage, dysmenorrhoea, vitamin b12 deficiency, fatigue and anaemia outcome was unknown. The reporter provided no causality assessment for anaemia, dysmenorrhoea, fatigue, genital haemorrhage and vitamin b12 deficiency with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("very painful periods"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced vitamin b12 deficiency ("vitamin b12 deficiency"), fatigue ("bearing fatigue") and anaemia ("anaemia"). At the time of the report, the genital haemorrhage, dysmenorrhoea, vitamin b12 deficiency, fatigue and anaemia outcome was unknown. The reporter provided no causality assessment for anaemia, dysmenorrhoea, fatigue, genital haemorrhage and vitamin b12 deficiency with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.